Event description:
Patient was revised to address a malpositioned cup, which was causing dislocation. Update 12/5/2012- litigation papers received. In addition to a malpositioned cup, it is now alleged that patient suffers from pain, difficulty sleeping, and metal ions being released. The metal liner and femoral head have been added.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Device evaluated by MFR: not returned